Manufacturer narrative:
Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the unknown surgery on (B)(6) the zipfix band has opened after application. The band slipped out of the holder. It was further reported that the cutting was made when the cable was not fully tightened. This is report 2 of 2 for complaint (B)(4). This report is for unknown application instrument for zipfix.